Event description:
A physician reported a pt who was treated in the first week of dec 1997, (exact date not known), in the upper and lower lip vermilion. About 20 minutes after the treatment, the pt stated that her lips began to swell. The physician instructed the pt to apply ice locally for the swelling. Despite this effort, her lips continued to swell, and by the next morning they were markedly swollen. The physician believed that the pt was having a hypersensitivity to collagen. A medrol dosepak was prescribed one day after the treatment. The swelling began to resolve within a few days after initiating the medrol dosepak 6 days after the first, and the swelling completely resolved. No further medical or surgical intervention was planned or prescribed. As of 21 jan 1998, the pt reported no further swelling, that she could feel some mild lumpiness in both the upper and lower lips, and that the appearance of the lips was fine.